Event description:
The hospital reported the patient underwent a procedure with cautery for arteriovenous malformations (avms). The procedure was completed and the patient was discharged. The patient came back to the emergency room (ER) that evening complaining of abdominal pain, bloating and cramps. The patient was diagnosed as having ileus and received two units of blood. The next day the patient was given two additional units of blood and re-scoped where they found diverticula and avms.